Manufacturer narrative:
The ventilator was not on a patient at the time of the issue.

Event description:
The customer reported the screen went black during set up. It is unknown whether the ventilator alarmed. The ventilator was not on a patient at the time of the issue. The customer states they were unable to duplicate the issue. The ventilator powered on and cycles normally as well as display is good. Customer accessed error log and noted codes.

Manufacturer narrative:
A power management (pm) board assembly was returned for analysis. Visual inspection of the pm board revealed no anomalies. Failure investigation (fi) was performed, and the technician reported that the customer complaint cannot be verified. The returned pm board passed all testing. No errors occurred during testing; no fault was found.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the customer and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
The customer states they were unable to duplicate the issue. The ventilator is powered on and cycles normally as well as display is good. Customer accessed error log and noted codes 111b-35 v supply failed, 1127-ovp circuit failed,1118-5 v supply failed,1117-3.3 v supply failed. The remote service engineer (rse) recommended the customer replace the power management board to correct the issue with an extended run in time to verify the unit is operating properly and provided the part number.